Manufacturer narrative:
(B)(4). The allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
Device 1 of 3: reference MFR report numbers 3008829311-2016-00290 and 3008829311-2016-00291. It was reported that while patient was undergoing a left -side lead system implant, it was observed that 3 of the 4 previously implanted drg leads had migrated out of the neutral foramen. Specifically, the drg leads located on the right-side at levels t4, t5 and t7. These leads were removed and replaced. Patient has restored therapy, post-operatively.